Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-aug-08. Investigation summary: sixty-five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Sixty-four samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided batch number 1341422. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged during use. The following information was provided by the initial reporter: "product concern: one needle malfunctioned while in the arm of a patient; [clogged]. Additional information from customer on 07-28-2023: are you able to provide the date of event in format dd-mmm-yyyy? Multiple dates across 7 locations of care with the same lot number. How many needle(s) is affected? Multiple needles (estimated > 50) across 7 locations of care with the same lot number. Are you able to describe in detail the clogged issue? Needle is placed on syringe that is already filled with medication. There are multiple scenarios: inability to move fluid through the needle; resistance when trying to move fluid through needle prior to injection; inability to express air from syringe; inability to inject once needle is in patient at injection site. Any adverse events or serious injury reported to patient or healthcare professional? One documented occurrence of inability to inject once needle was in the arm of a patient. The patient had to be re-stuck. What was the patient outcome? Pediatric patient; frustrated parent at need for re-stick and patient was anxious. Was there any delay of, or change in, the course of treatment due to this event? No. What procedure was being performed? Various injections of medications and vaccines. What medication was used in the procedure? Primarily vaccines. Was there any medical intervention due to this event? No".

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged during use. The following information was provided by the initial reporter: "product concern: one needle malfunctioned while in the arm of a patient; [clogged]. Additional information from customer on 07-28-2023 are you able to provide the date of event in format dd-mmm-yyyy? Multiple dates across 7 locations of care with the same lot number. How many needle(s) is affected? Multiple needles (estimated > 50) across 7 locations of care with the same lot number. Are you able to describe in detail the clogged issue? Needle is placed on syringe that is already filled with medication. There are multiple scenarios: inability to move fluid through the needle; resistance when trying to move fluid through needle prior to injection; inability to express air from syringe; inability to inject once needle is in patient at injection site. Any adverse events or serious injury reported to patient or healthcare professional? One documented occurrence of inability to inject once needle was in the arm of a patient. The patient had to be re-stuck. What was the patient outcome? Pediatric patient; frustrated parent at need for re-stick and patient was anxious. Was there any delay of, or change in, the course of treatment due to this event? No. What procedure was being performed? Various injections of medications and vaccines. What medication was used in the procedure? Primarily vaccines. Was there any medical intervention due to this event? No".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.